Event description:
End user husband is stating that his wife has had the chair for 8 years, and the husband is stating the chair is leaking grease from the gearbox.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.